Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implant with an ovation ix abdominal stent graft system on (B)(6) 2018 recently during a one month follow up CT, it was noted that the patient had an endoleak type ia. Endologix was made aware of a patient with an endoleak type ia during a one (1) month follow up CT. It was reported that during the initial procedure, the stent landed higher than expected resulting in the sealing right infolding leading to the endoleak. Patient is stable. Physician plans to do an intervention with a non-endologix stent, but the secondary has not been scheduled. The patient continues to be monitored. As of this report, no additional patient sequelae has been reported.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type ia, main body landed higher than expected, and sealing ring infolding. The complaint is most likely user related. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be in stable condition and will continued to be monitored. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.